Event description:
Hcp reported patient had return of symptoms including nausea, vomiting and increased pain over past 48 hours. The patient had a roller study done and the roller mechanism did not move. The patient underwent device replacement.